Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt did not use his implant for three yrs. When the pt turned it on for the first time after those three yrs, he was no longer able to hear anything. Testing showed that the device has malfunctioned.